Manufacturer narrative:
Corrected. The complainant sent an update with the correct event description, please disregard the comment send it prevously (the report was inadvertently submitted under manufacturer number (B)(4) but the correct manufacturer number is unknown.)

Event description:
It was reported that during the surgery the t2 implant could not be released from the seating instrument. Slider could not be released correctly. No patient injury or other complications were reported. A backup device was used to complete the surgery.

Manufacturer narrative:
The report was inadvertently submitted under manufacturer number 1219602 but the correct manufacturer number is unknown.

Event description:
It was reported that during the surgery the t2 implant could not be released from the seating instrument. The slider could not be released correctly. T1 was removed from patient using tweezers and no patient injury or other complications were reported. A backup device was used to complete the surgery with no significant delay.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the implant could not be released from the seating instrument.¿ t1, t2 and suture were not returned. The depth limiter is attached. This delivery needle is visibly damaged. It is extremely bent and bowed toward the right and downward. The device no longer cycled or actuated at all due to damage. The condition is indicative of failure to reach desired tissue location by use of a curved fast fix. No root cause related to the manufacture of the device was confirmed. (B)(6).

Event description:
It was reported that during the surgery the electrode head and any "protective ring of the electrode head" detached from the shaft during ablation. All the pieces were removed from the patient with tweezers. No patient injury or other complications were reported. A backup device was used to complete the surgery.